Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the electrode into the external ear canal, which was causing ear discharge. This is a final report.

Event description:
Reportedly the electrode extruded into the external auditory canal.the user was re-implanted.

Event description:
The electrode array of the internal device has migrated into the outer ear canal, resulting in recurrent ear discharges. The user was re-implanted.

Manufacturer narrative:
Additional information: according to the information received from the field the active electrode extruded into the external ear canal, which was causing ear discharge. The explanted device has not been received for investigation yet.

Event description:
The electrode array of the internal device has migrated into the outer ear canal, resulting in recurrent ear discharges. The user was re-implanted on (B)(6) 2023.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.